Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc concluded that the reported phenomenon was attributed to the failure of the circuit board. It is presumed that it is an accidental failure of an electronic component. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to failure of the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the power of the subject device was turned off on its own. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.